Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported lock up failure. Physio continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803-56. A replacement device was provided to the customer.

Event description:
It was reported that the device displayed the svc message upon power on and was inoperable. There was no pt use associated with the event.